Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2020 by the journal of orthopaedics, trauma and rehabilitation titled ¿arthroscopic bankart repair with knotless suture anchors: a comparison of the permanent and absorbable types¿. The study reviewed eighty (80) patients who underwent shoulder procedures using arthrex pushlock devices. Sixteen (16) patients were documented to have had glenohumeral instability resulting in two (2) patients experiencing a broken anchor. Ref: algarni, a. D. (2020). "Arthroscopic bankart repair with knotless suture anchors: a comparison of the permanent and absorbable types." Journal of orthopaedics, trauma and rehabilitation 27(2): 202-207.